Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half- height drawer 2.1 cubie pocket had stuck and would not release. A field service engineer (fse) ran the hardware test application and found that pocket b1 was not loaded in the drawer. The station was shut down, and all drawer cables were reseated. After rebooting, the drawer was tested again using the hta, and no failures could be duplicated. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pocket struck and failed frequently. Customer attempted several times but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.